Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported decompensated heart failure could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. There were no notable findings captured. The log file appeared to capture the pump operating as intended at the set speed. The account reported that the patient was admitted for decompensated heart failure. The patient experienced shortness of breath. The patient reportedly had a right heart catheterization (rhc) performed along with a ramp study and experienced an unexpected increase in left ventricle diameter with a pump speed increase. The patient was given diuretics and was discharged home. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 30jul2015. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for decompensated heart failure. A log file review was requested. There were no unusual events recorded in the log file event history. It was reported the patient had a rhc (right heart catheterization) with ramp study and had an unexpected increase in lv (left ventricle) diameter with pump speed increase. The patient had no alarms. A device related issue did not cause or contribute to the decompensated heart failure. The patient had shortness of breath and was treated with diuretics. The patient was discharged home.